Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. The cgm was reading 80-88 mg/dl and the patient was found in a confused or unresponsive state by a friend. The friend called ems and the blood glucose reading was 1265 mg/dl. The patient was in ICU for 3 days and hospitalized a total of 6 days. Treatment and management of hyperglycemia was unremembered. The patient was fine during the call. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.